Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when the user clamped down on the tissue, he attempted to fire the device, but it would not fire. It was suggested that they do a reboot of the device system and after doing so, the device worked fine.